Event description:
It was reported that during an unspecified stenting procedure, deployment difficulties were encountered. The location of the lesion is unknown. The 12mm x 4mm ultraflex tracheobronchial stent delivery system (sds) was advanced to the lesion. Upon pulling the deployment suture to deploy the stent, the suture broke and it was not possible to release the stent. The sds was removed and another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".